Event description:
I had the essure procedure done in (B)(6) 2014 and I have been having hair loss, back aches, cramping, inability to lose weight, insomnia, muscle weakness, and no sex drive. I am scheduled to get it removed (B)(6), 2014. Essure is total hell and needs to be taken off the market.